Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The exact cause of the event couldn't be exclusively identified. However, based on the past investigation results, the probe damaged possibly occurred due to contact with a surgical instrument or the non-insulated area of grasping section. Since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4).

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the thunderbeat front-actuated grip type s part fell off of product. A second device was attempted with the same result. The procedure was completed with a third device. There were no reports of patient harm.